Event description:
The device was used for a loop graft procedure. Reportedly, the clips slipped off the graft. The surgeon re-applied clips to correct the situtation. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
The subject device was not returned to the MFR for evaluation. However, the graft with the applied clips from the subject device were received. There was no damage or discrepancies observed with the clips. The clips on the graft were secure and formed properly. For these reason, co could reliably determine the cause for the reported condition.